Event description:
It was reported that during a laparoscopic ventral hernia procedure, the surgeon used three devices to complete the procedure. The anchors that did come out of the shaft properly did not hold the mesh to the tissue. The surgeon used some anchors that did hold, as well as suture to afix the mesh to the tissue. There was no pt consequence.